Event description:
It was reported that the device exhibited a last error code 41541 and persistent alarm. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. Visual inspection found a cracked downstream occlusion seal. A system fault 41,541 alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the event history log. The service history review had no indication that the complaint was related to a service of the device within the review period.